Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported the pump had intermittent power, and was giving audio tones but no display on the screen. Troubleshooting revealed the battery cap was not on securely and the o-ring was visible. There was no damage or corrosion seen to the battery compartment. The patient replaced the battery cap and battery; however, the issue was not resolved. There was no patient injury associated with this issue.